Manufacturer narrative:
Findings: pump was received with a33 error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer agreed to return the pump. No further assistance needed.